Manufacturer narrative:
Analysis found that the patient interface cable came in not stimulating on channel 2. The pc board was replaced. The item was re paired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that the device was broken. There was no known patient impact.